Event description:
The entire device was removed from the pt and replaced because the "device stopped working."

Manufacturer narrative:
Cylinder performed within specifications. Cylinder had a wear leak. Pump performed within specifications. Reservoir performed within specifications.